Event description:
It was reported that the patient presented in the emergency room due to a syncope episode and inappropriate therapy. Upon interrogation, the right ventricular lead exhibited noise resulting in the inappropriate therapy. The implantable cardioverter defibrillator high voltage therapy was programmed off. The patient would continue to be monitored.